Manufacturer narrative:
Additional information:the patient was escalated due to their worsening condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d10(concomitant med products). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 79 year old male who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. On day of implant the team was unable to locate pedal pulse in the impella accessed limb at the right pedal, but the pulse was present at the right popliteal. The legs were bilaterally cool and pale in color. To troubleshoot the team placed a blanket warmer on both limbs. Of note the patient was on levophed and vasopressin and was seen to have minimal pulsatility in the arterial line. On day 2 of the support the cp was explanted and escalated to an axillary inserted impella 5.5 pump. The limb ischemia noted could have been contributed to by the pump placement at the femoral artery, but also as the ischemia was noted to be bilateral the possibility of underlying peripheral arterial disease is not known, nor if the medical therapy of levophed and vasopressin dosing could have contributed to decrease flow to the distal limbs. The patient has survived the ischemia and to date is currently on the impella 5.5 support as well as extra-corporeal membrane oxygenation (ECMO).